Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2012, to report that her husband had made insulin therapeutic adjustments based on cgm alone and that he had consequently suffered a hypoglycemic episode. Pt suffered his episode while he was out having dinner and was hospitalized at the urgent care. Pt's wife claims that cgm was reading between 150 and 160 mg/dl while pt's bg was measured at 46 mg/dl after the insulin intake. Pt's wife also reports that pt had been complaining that he wasn't feeling right in addition to having the shakes all week long, during the week preceding his hypoglycemic incident. Pt's wife contacted dexcom technical support again on (B)(6) 2012, to report that pt was hospitalized a second time due to complications, such as an inflamed leg and shortness of breath that pt attributes to the original hypoglycemic episode.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.